Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed near the tubing channel, latch bar and motor and no damages or fluid intrusions were observed. Sensor calibrations were performed and no issues noted. System error 20602 and 21513 were observed from snapshots of the history log. Based on the review of the event history the se 20602 was found most recently in the logs prior to the report date; therefore, the se 20602 will be captured as the determined failure. For error 20602, an infusion was performed with passing results without any error occurrences. For error 21513, no errors were able to be reproduced. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.